Event description:
It was reported that undersensing r waves were observed because the device was implanted in breast tissue. Noise was visible on the live egm. Patient was asymptomatic. When pressure was applied to the device sensing was normal. The patient will be monitored.